Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) batch record review results: lot 9g01365 was manufactured on 07/15/2019 in the convex 2 pc building 8, with a total of (B)(4) market units. Complaint investigator ID (B)(6) performed a batch record review on 05/26/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 404593 sap material ID 1156501 and manufacturing order 1486432. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photo, video or unused return sample was received for evaluation. Investigation conclusion the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized for lots manufactured in convex 2 pc awc facilities, haina d.r. The highest severity rating reported was 4 which is considered serious. Also, the risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the table below for details: probable root cause manpower 1 procedure pi21-139 (convex 2pc wafer sub assembly machine 2, section 7.1.13 ¿ 7.1.14) not followed by manufacturing personnel while placing the mass on loading pins. 2 manufacturing inspections failed to be executed. Machine 3 pistons defective. 4 base thread of k tool loading pin defective. 5 electro-valve damaged method 6 manufacturing inspections failed to be executed. The CAPA plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 7. MFR site: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that starter hole of 7 wafers (3 were usable in every box) was off centered. She stated that it had been an ongoing issue and getting worsen over the years. Due to her medical condition, she had to be careful that her wafer was put on just right rather than using off center ones. There was no harm reported. No photo is available at this time.